Event description:
This event was reported as ring explanted after approx. 7 years due to tricuspid regurgitation, rt. Ventricular dilatation, rt. Atrium and tricuspid annulus were severly enlarged; dyspnea and cardiomegaly were also present. No further information was provided.